Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller¿s black power cable connector was confirmed via evaluation of the returned system controller. Visual inspection of the returned system controller (serial number: (B)(6)) revealed that the connector nut on the black power cable was broken. The piece of the connector nut used to secure the controller power cable to the connector of a corresponding power source was observed to had broken off and was missing. The controller¿s black power cable was able to connect to a test power module patient cable connector and support a mock circulatory loop; however, the power cable could not be secured due to the broken connector nut. The system controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The broken connector nut did not affect the controller¿s ability to operate the pump at the set speed. The log file downloaded from the returned controller contained approximately 24 days of data ((B)(6)2021 ¿ per the timestamp). The data in the log file did not indicate any issues with the system controller. The driveline was disconnected on (B)(6)2021 at approximately 17:15:26 to exchange the system controller. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate ii patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook (doc #10006962, rev. C) section 3 ¿ ¿powering the system¿ explains how to properly connect and disconnect the system controller power cables from an external power source. The documents instruct the user to align opposite half circles in the controller power cable with the mating power source and to firmly push the two connectors together. Then, tighten the connector nut until secure. To disconnect the power cables, unscrew the connector nut and disconnect the power cords. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller was exchanged after it was found that the black connector was broken.